Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient described an electrical fault associated with a pump stop for one (1) or two (2) seconds. After analyzing of the controller, a loss of power was recorded. There were no problems with the driveline or the driveline connections. The patient was not aware if he received any service for electrical fault alarm and reports that the alarm did not reoccur once he replaced one of his batteries.

Manufacturer narrative:
It was reported that the patient experienced an electrical fault alarm associated with a pump stop. The controller was returned for evaluation. The pump was not returned as it remained implanted with the patient at the time of the event. A review of the manufacturing documentation confirmed that the pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing; an electrical fault alarm was not confirmed. Log file analysis revealed a controller power up event on (B)(6) 2016, at 23:35:08. The data point prior to the controller power up event, at 23:31:01, revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2. Both batteries logged a disconnection and reconnection within the preceding 15 minute interval. The data point after the controller power up event, at 23:50:06, revealed that (B)(4) was connected to power port 1 with 75% relative state of charge and (B)(4) was connected to power port 2 with 92% rsoc. An electrical fault alarm was not logged prior to the loss of power. Based on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
Device: controller - (B)(4); catalog # 1407de; exp. Date: 12-31-2016; (B)(4). Additional information indicates that the patient opted to retain (B)(4) after the reported event. This controller was later reported for potential power switching events which were captured as a separate event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.